Manufacturer narrative:
Per the clinic, the patient experienced a partial extrusion of the device (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient was hospitalized and subsequently, was treated with oral and IV antibiotics.

Manufacturer narrative:
Per the clinic, the patient also underwent revision surgery for wound closure (specific date not reported).

Event description:
Per the clinic, the patient experienced an inflammation around the implant and skin dehiscence, leading to an infection (biofilm formation). Subsequently, the device was explanted (specific date not reported). Reimplantation is planned but had not taken place at the time of this report.